Manufacturer narrative:
According to the customer, "it really does seem to be a mixture of pre-procedure and middle of the procedure occurrences of the same issue happening where the syringe will not stay on the manifold without physically being held in place". There is no further information. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer, "it really does seem to be a mixture of pre-procedure and middle of the procedure occurrences of the same issue happening where the syringe will not stay on the manifold without physically being held in place".